Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to flattened dome switch on down arrow button. Unit had moisture damage on the keypad traces. Unable to perform prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests due to unresponsive button. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window and cracked battery tube threads.

Event description:
The customer reported experiencing high blood glucose. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. The high pressure test was completed and passed. The caller mentioned that the insulin pump alarmed button error. Then the mother called and stated that the infusion set was changed the day before, but insulin squirted out while holding the activate button. The mother stated that the alarm has been present for several months since her father passed away. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.